Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer who reported that serial downloader recharger s/n (B)(4) became hot to touch and began to smoke while in use. Based on the info available at this time, there were no injuries associated with this event.

Manufacturer narrative:
Apoc incident #(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. The failure was due to a defective transistor.